Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred at the connection site between the heater line and the bag. The care giver stated that when they broke the frangible, they noticed leakage on the heater bag. The technical service representative advised the caller to dispose of the current supplies attached and continue therapy with all new supplies. The technical service representative reviewed the proper procedure with the caller as per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: as the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.